Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 147 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. Customer states they are unable to exit the preparing to prime loop. Customer states the rewind message occurred after an alarm. Customer states the drive support cap is sticking out. Customer advise drive support cap is pushed out at an angle by 1/16 of an inch and other side is flushed with the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.